Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device would not power up. No patient involvement .